Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a pink and faded display screen. Investigation also revealed contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Also unrelated to the complaint, the audio bolus button was found to be torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event because a damaged button should be clearly visible and warns the patient to discontinue using the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a pink and faded display screen. Investigation also revealed contamination found under the keypad buttons. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.